Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 12 cm diameter pre-operatively ruptured abdominal aortic aneurysm. The aortic neck was 32 mm in diameter and 1 cm in length and 30 degree angulation. The patient initially presented at the ER with abdominal and back pain. A CT scan of the abdomen and pelvis was performed demonstrating a leaking 12 cm aneurysm. The patient was then driven to another facility via ambulance. The transfer took approximately one hour. The patient was then transported directly to the operating room and placed on the table. Once on the table, the patient coded and CPR was performed by the physician. Once the patient stabilized, cut downs were completed. The 36/16/145 endurant main body was delivered to the level of the renal arteries. The first arteriogram was completed and the aneurysm was found fully ruptured. The patient's heart rate and blood pressure was dangerously low resulting in a second round of CPR and the combination of drugs was delivered by anesthesia. Once the patient¿s heart rate elevated and blood pressure stabilized deployment began and at this time the heart rate was 200 plus and blood pressure was extremely high. Upon deployment of the stent graft to the flow divider the device was pushed down into the aneurysm due to heart rate and blood pressure. The physician was unable to push the device back to desired location. The physician deployed the device low and the gate was cannulated with the limb barely placed to the hypogastric artery. After deploying and removing the remainder of the main body an extension was placed to the hypogastric artery on the ipsilateral side. The physician then delivered and placed a 36 mm endurant cuff superior to the main body. Another arteriogram demonstrated a type iii endoleak due to insufficient overlap. The decision was made to place a 36 endurant aui device with a fem-fem crossover. After the aui was placed no endoleak was seen and the fem-fem was widely patent. The patient recently presented with leg pain and had difficulty walking long distances and complained of leg cramps. An arteriogram was performed demonstrating the entire graft being clotted. The physician stated the cause of the occlusion was poor outflow at the femoral arteries which caused the stent graft to thrombose/occlude from the femoral arteries and up. The patient was taken to or and had an ax-bi-femoral bypass which was successful in resolving the occlusion. No additional clinical sequelae were reported and the patient left the or table in stable and good condition. Review of two still angio images from an unknown date revealed that the aui and cuff were implanted just below the renal arteries. The bifurcate was approximately 3cm below the renal arteries. The ipsilateral limb and extension were placed into the right iliac artery, and the contralateral limb into the left iliac artery. Another image shows that the stent grafts were completely occluded beginning at the renal arteries. The cause of the occlusion could not be determined. No obvious stent graft issues could be seen in the films that may have called the occlusion.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (stent graft was implanted in a patient with a pre-operatively ruptured aneurysm).